Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) did not have telemetry with mobile manager or programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Additional analysis could not confirm an issue. If information is provided in the future, a supplemental report will be issued.